Manufacturer narrative:
This report has been identified as b. Braun internal report number: (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313, k172831, k191910.

Event description:
As reported by the user facility: the device is delivering an uncontrolled amount of drugs. No patient injury reported.